Event description:
It was reported in a scientific article that a vns pt experienced an increase in seizures three months after vns implantation. Furthermore, additional statistics from the article indicated the pt experienced seizure reduction from vns therapy up to 75%. At the moment it is unk what could have contributed to the pt's increase in seizures at the time as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: wilfong, angus, and rebecca schultz. "Vagus nerve stimulation for treatment of epilepsy in rett syndrome." Developmental medicine & child neurology (2006): 683-86. Print.